Manufacturer narrative:
Device evaluated by manufacturer: report of stenosis and calcification was confirmed. X-ray demonstrated heavy calcification on all three leaflets. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflets 1 and 2 at the inflow aspect. Host tissue on the stent circumference was minimal at both inflow and outflow aspects. Leaflet 1 had a tear, approximately 9mm, along commissure 1. Leaflet 3 also had a tear, approximately 5mm, along commissure 1. Calcification was evident at the tear regions. Hematoma was visible on cusp region of leaflet 2 at outflow aspect. Commissure 1 was bent outward. The wireform was exposed at commissures 1 and 2 at outflow aspect of the valve. Additional manufacturer narrative: calcification restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: high gradient may be a result of possible valve related and/or non-valve related issues. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration, which can encompass multiple failure modes including calcification. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards lifesciences is unable to confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 19mm bioprosthetic aortic heart valve, implanted 11 years, 11 months, was explanted due to severe stenosis with a significant gradient across the valve secondary to severe leaflet thickening and calcification. Per obtained information, the patient presented with worsening dyspnea on minimal exertion along with weakness and labile blood pressures. During the procedure, the prosthetic aortic valve was severely diseased and calcified. The valve was explanted and was replaced with a 19mm pericardial bioprosthesis. The patient was reported in stable condition post-operatively. Her post-operative course was slow but unremarkable and she was discharged on pod #11. Of note, during the procedure, the patient also had redo cabgx1, aortic root endarterectomy due to the severely calcified aortic root, and left ventricular myectomy.